Manufacturer narrative:
E1 - (B)(6). Device evaluated by manufacturer: the complaint device was received for product analysis. A visual examination of the shaft identified inner lumen damage. The investigator was unable to advance the guidewire through the device due to the inner lumen damage. A visual examination of the returned device identified that part of two blades and pad were lifted. The investigator was unable to advance the device into a boston scientific 6fr sheath due to the damage to the blades. The hypotube was noted to be kinked approximately 440mm distal from the distal end of the strain relief. A visual examination of the balloon found no issues. The markerbands and tip section of the device were visually examined, and no issues were noted.

Event description:
It was reported that the device became stuck with the guidewire. The target lesion was located on the venous side of an arteriovenous fistula (avf). A 4.00mm x 15mm wolverine peripheral cutting balloon (pcb) was selected for use. During the procedure, when the guidewire was advanced into the wire lumen to insert the wolverine pcb, the catheter could not be advanced outside the patient before it was inserted into the sheath, and it became stuck with the non-boston guidewire. The wolverine pcb and the non-boston guidewire were not removed as one unit. The procedure was successfully completed with another of the same device. No patient complications were reported.

Event description:
It was reported that the device became stuck with the guidewire. The target lesion was located on the venous side of an arteriovenous fistula (avf). A 4.00mm x 15mm wolverine peripheral cutting balloon (pcb) was selected for use. During the procedure, when the guidewire was advanced into the wire lumen to insert the wolverine pcb, the catheter could not be advanced outside the patient before it was inserted into the sheath, and it became stuck with the non-boston guidewire. The wolverine pcb and the non-boston guidewire were not removed as one unit. The procedure was successfully completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
E1 - initial reporter city: (B)(6).